Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "first week of may". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A wife of customer posted via social media, a high readings problem with the freestyle libre 2 sensor. The customer was contacted and reported a scan of 70 mg/dl compared to a competitor meter result of 15 mg/dl. The customer experienced fatigue, weakness, confusion, and experienced seizure and loss of consciousness. Paramedics were called and customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.